Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula, skin irritation, or the reported high bg levels. The received device had the cannula assembly fully deployed. Although no abnormalities were observed, a root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours on the arm. When the pod was removed, it was noted that the cannula looked like it was not inserted properly. There was also a red bump present at the insertion site. To treat the patient's elevated bg levels, a new pod was applied and a correction was delivered through the device. After applying the new pod, the patient's bg levels started to lower.